Manufacturer narrative:
The device was discarded and will not be returned for product evaluation. The device history record review was completed and all manufacturing inspections passed with no non conformances. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to this complaint.

Event description:
It was reported that the swan ganz bipolar pacing catheter did not pace during patient use. The clinicians replaced the suspect catheter with a new one and the issue was resolved. There was no patient injury.

Manufacturer narrative:
An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to this complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. As part of the manufacturing process 100 percent of the units go through an electrical continuity test for the proximal and distal electrodes. The instruction for use provides direction for preparation techniques and insertion procedure steps as a guideline and an aid for the physician. A precaution is given to avoid forceful wiping or stretching of the catheter during testing and cleaning so as not to break the electrode wire circuitry. Proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be taken when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.